Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stent deployed in contralateral limb to improve flow. Unable to advance the contralateral wire. Retroperitoneal cutdown and conduit used.